Event description:
Ob pt who had an IV started on 9-20, day of adm, 0630. That IV infiltrated around 1900 & discontinued. Another IV was not started until 9-21 at 1300; at which time a 22g protectiv plus cath was used. The next morning [9/22] it was discovered that the IV was leaking at the IV site. When the IV was removed, the entire cath was not attached to the hub. The pt required surgical intervention to remove the cath.